Event description:
It was reported that the device had a motor rate error. The device was not dropped and there was no physical damage. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl showed a "motor rate error" as alleged. The cause of the customer reported problem was the improper repair of the pump as it was not assembled correctly from the previous repair attempt. Specifically, the internal plunger components were not assembled correctly, and the connection of the position potentiometer to the carriage was overtightened causing drive train components to bind. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced damaged components, loaded 1a12 configuration, recalibrated all sensors, and the pump passed all functional tests and performed as intended after repair.